Event description:
It was reported that the handle of the instrument was broken during use. The product evaluation performed by the MFR found that the tip of this instrument was broken.

Manufacturer narrative:
(B) (4): the instrument was returned to the MFR for the evaluation. The visual examination shows that the lower jaw is broken off from the center of the pivot pin forward; the pin and the broken portion of the shaft are missing and were not returned. Microscopic examination discovered a fairly brittle fracture. The location, direction, and amount of force required in order induce fracture of the shaft is consistent with application of excessive force, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.